Event description:
During preventative maintenance the customer reports that the ventilator delivered no gas flow and the unit was autocycling. There was no pt incident. The ventilator settings were in the calibration settings there were no alarms.